Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported there was poor communication. The patient stated he had been having problems with the stimulator for the last few weeks. The patient noted that when he plugs it in, it shows his ¿normal settings.¿ the patient was currently in a lot of back pain. The patient confirmed that he has the ins for back pain. The patient reported the back pain was constant, never ending, 24/7. The patient was getting poor communication on the patient programmer. The recharger (ins) was not able to communicate with the ins. The patient¿s last successful charge session was 6 weeks to 2 months ago. The patient was redirected to their healthcare provider to address possible over-discharge. No further complications were reported/anticipated.